Manufacturer narrative:
Visual evaluation of devices show regions of wear and abrasion to implant surfaces. It is possible this occurred during implantation, while implanted, or during removal. The devices appear to function as expected and assemble nominally to the screw head. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done for two locking caps which had come loose post-operatively with subsequent cage migration.